Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of ae: post procedure. It was reported that approximately 3 hours post rx acculink stent implantation in the right internal carotid artery, the patient experienced asymptomatic bradycardia that prolonged hospitalization. Midodrine was given and bradycardia improved, although heart rates remained in the 40-50 range through discharge 4 days later. Although requested no additional information was provided.

Manufacturer narrative:
Study report. Evaluation summary: the stent remains in the patient's body. A conclusive root cause for bradycardia could not be determined; however, it does not appear to be related to an adverse product quality issue. Bradycardia is a known potential adverse event associated with the use of the device. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.